Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced ¿delayed nodules and swelling,¿ "inflammation," and "hard nodules" after they were injected with juvéderm vollure¿ xc in the nasolabial and marionette areas. Symptoms appeared "a few weeks" after reinjection with reused product. Syringe was re-used for a touch up a few weeks after initial injection. Treatment is noted as hylenex, ¿2 6 day prednisone tapers (60,50,40,30,20,10mg), and ¿steroid injections." Event is ongoing at this time.